Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular connector was not able to secure leads connection. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the ventricular connector of the external pulse generator (epg) could not have a cable fully inserted. It was indicated that this was due to contamination within the connector. It was also indicated that the connector nut was contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.